Event description:
It was reported that a user experienced intermittent loss of connectivity between the ilet pump and the dexcom g7 continuous glucose monitor (cgm) sensor, while glucose data remained visible in the dexcom app. No adverse clinical symptoms reported and no alerts or alarms from the ilet. Outcomes included no injury and no need for medical intervention or hospitalization. User support included customer support troubleshooting and user education, including guidance to toggle bluetooth pairing and re-pair the sensor; glucose readings resumed before the re-pairing was completed. Investigation of this case revealed a transient communication issue limited to the ilet-to-sensor link, with the dexcom sensor functioning and transmitting to the dexcom app, consistent with a device-to-device communication disturbance without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication disruption and user-environment interaction.